Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to rewind because the off no power alarm is asking to rewind and the insulin pump is not allowing the customer to rewind. Customer was able to perform the displacement and manual prime tests successfully and motor error alarm did not recur. Troubleshooting for the off no power alarm was performed. Customer advised they did not receive a low battery alert prior to the off no power alert. Customer was advised to replace the battery and monitor the insulin pump. Customer was advised a new battery cap will be sent out.